Manufacturer narrative:
The actual device was not returned to the manufacturing facility for evaluation. The investigation is currently ongoing. A follow up report will be submitted once the investigation is complete. For this reason, (B)(4) has been referenced in the conclusions section. A review of the device history record of the involved product code/lot number combination was conducted with no relevant findings. A search of the complaint file found two similar reports with the involved product code/lot number combination. All available information has been placed on file in quality assurance at the manufacturing facility for appropriate tracking, trending and follow-up.

Event description:
The user facility reported deployment difficulties using the angioseal device. The following information was provided by the user facility: component came out (lock defective); during the procedure, when the component was withdrawn, the component fully came out of the insertion sheath, so the hemostasis failed; manual compression was applied to achieve hemostasis; the physician had completed the training process on the device prior to this case; the patient suffered from a cardiovascular disease; the anchor condition was unknown; insertion of the arteriotomy locator/insertion sheath was performed multiple times; the puncture site was proximal to the inguinal ligament of the right common femoral artery; the size of the sheath ancillary used was unknown; the vessel diameter was 6 mm; blood loss was reported to be less than 250 cc; and there was no health damage to the patient.

Manufacturer narrative:
This report is being submitted as follow up no. 1 to provide the evaluation results. The actual device was not returned for evaluation. No evaluation could be conducted due to the device not being returned. With no device return the exact cause of the reported event cannot be definitively determined based on the available information. The investigation is currently ongoing. A follow up report will be submitted once the investigation is complete. All available information has been placed on file in quality assurance at the manufacturing facility for appropriate tracking, trending and follow-up.

Manufacturer narrative:
This report is being submitted as follow up no. 2 to provide the completed investigation results. There is no evidence that this event was related to a device defect or malfunction. With no device return the exact cause of the reported event cannot be definitively determined. All available information has been placed on file in quality assurance at the manufacturing facility for appropriate tracking, trending and follow-up.